Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. However reconnecting battery tube connector the pump functioned properly and passed self-test and all operating currents measurement were normal. The pump was unable to perform rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement due to blank display. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The insulin pump will be returned for analysis. The customer's blood glucose reading was unknown.